Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patent presented for a follow up after receiving an alert, noise and high pacing lead impedance were observed. The lead was capped and replaced. There is no adverse consequence to the patient.